Event description:
As reported, there was a heavily calcified lesion within the existing stent, the physician prepared the lesion with a 2.5 semi-complaint balloon, the physician then tried to advance the elunir 3.5x28 us, however, the stent would not cross the distal lesion. There were no reported patient injuries. The physician removed the stent and noticed that the stent was not on the balloon delivery after removal. The stent was sheared off of the delivery system and stayed within the vessel. The physician then advanced a balloon over the wire and expanded/deployed the elunir into the proximal right coronary artery (rca). The patient was not injured. The patient had an existing stent in the rca. The stent package was not damaged. The stent was stored in the proper way. The preparation of the device was normal and there was no visible damage to the stent prior to inserting. A cordis 6fr guide was used in the procedure. A non-cordis guidewire was also used. There was ninety-nine percent stenosis. There was moderate vessel tortuosity. The procedural time was increased. There was no friction entering the hemostatic valve. The procedure was completed with a non-cordis stent.